Event description:
Closure tops kept falling off instrument. Additional information received on (B) (6) 2010. On (B) (6) 2010, a female patient of unknown age underwent a 3 level reduction at l3-s1 with a sequoia construct and lucent implants. As the surgeon was attaching the sequoia closure tops to the sequoia closure top starter, they would fall off. There were closure tops that fell off the sequoia closure top starter into the surgical wound which were removed without difficulty. A closure top fell back on the mayo stand and several fell onto the floor. There was minimal surgical delay and the surgeon was able to finish the surgery as indicated.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.